Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensed events due to the egm amplitude measurement.

Event description:
It was reported the lead displayed t wave over-sensing. It was also reported the implantable cardioverter defibrillator exhibited a single artifact measurement which presented on both sense amplifiers of the device. The lead and device remain in use and no patient complications have been reported as a result of this event.